Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker exhibited noise on the right ventricular (rv) channel. The noise was oversensed and resulted in pacing inhibition. High pacing thresholds on the rv lead were also observed. The cause of the noise was not identified, but the rv lead was explanted and replaced. The rv lead is a competitor's product. The pacemaker remains in service. No additional adverse patient effects were reported.